Event description:
The customer reported the system continued to reboot without command. Also, it failed to display images while fluoroing. No report of patient injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable assembly was replaced. The system was then found to be working as intended.